Manufacturer narrative:
(B)(4). Evaluation: the report was reviewed; however a comprehensive investigation could not be performed because no sample was returned for analysis. Complaint verification testing could not be performed because no sample was returned for analysis. The potential cause of the bent spring wire guide could not be determined based upon the information provided and without a sample.

Event description:
It was reported the procedure was being performed in the emergency department. When the clinician attempted to thread the wire through the raulerson syringe they found the tip of the wire was bent. As a result, another sterile spring wire guide was used to complete the procedure. There was no delay in treatment and no patient death or complications reported.